Event description:
It was reported that the patient underwent posterior spinal fusion at th9-l5. It was reported that approximately 7 months post op, instability of l5-s and loss of correction were confirmed. It was reported that "the l5 vertebra collapsed post-operatively, and that's what caused the instability of the vertebrae and loss of correction." No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.